Manufacturer narrative:
Device evaluation: visual inspection: the distal flush tool was positioned over the distal assembly of the hawkone. The cutter was in the retracted position within the cutter window. The thumb switch was advanced, and the cutter moved forward. The dft was removed and inspected the distal assembly. No damages to the exterior of the distal assembly housing were noted. The plunger from the syringe was removed to inspect the clear piece of material. The material was hollow and cylindrical with biological debris noted within the inner diameter. The material was likely pet. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone device with a 7fr sheath and .035 wire during treatment of a 100mm plaque lesion in the patient¿s distal superficial femoral artery (sfa) of diameter 6mm. Slight calcification reported. IFU was followed. It is reported that after flushing device, a piece of plastic was found in nose cone. The procedure is reported to have been completed in a normal fashion, balloon, pictures, post-dilated and closed. No patient injury reported.